Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Event description:
It was reported that after the device was implanted and the pocket closed, there were several seconds of pacing pauses noted on surface electrocardiograph. The pocket was reopened and the leads were checked with an external analyzer and found to be working within test limits. The leads were reconnected to the device and the pacing pauses were noted again. The physician ensured that the leads were in the header connector correctly and past the header block. The physician removed the device and implanted a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.